Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis; however the field service engineer (fse) repaired the device onsite. The fse powered on the device and found error 832 (interlock was asserted during warm-up but the laser power supply (lps) did not see an opened interlock). A review of the device logs found the error was associated with the touch screen and the top cover required to be replaced; therefore the as reported 832 error code is confirmed. The top cover was replaced. The device was tested and confirmed to be performing to manufacturer specifications. Based on the available information, an evaluation cause code of cause traced to component failure was assigned to this event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, an error code 832 appeared on the console screen. The customer cleared the error code; however, the console did not shut down. The customer had to manually shut down the console and replaced the power cable. The console was rebooted. The error code still appeared and would not clear after rebooting the console. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, an error code 832 appeared on the console screen. The customer cleared the error code; however, the console did not shut down. The customer had to manually shut down the console and replaced the power cable. The console was rebooted. The error code still appeared and would not clear after rebooting the console. The procedure was not completed due to this event. There were no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported error was confirmed as analysis onsite found the error to appeared once the device was powered on. It is probable that the error message received was due to an electrical overstress of the top cover circuits. Replacing the top cover resolved the issue. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the console was repaired by the field service engineer (fse) onsite. The fse powered on the device and found error 832 (interlock was asserted during warm-up but the laser power supply (lps) did not see an opened interlock). A review of the device logs found the error was associated with the touch screen and the top cover required to be replaced; therefore, the as reported 832 error code is confirmed. The top cover was replaced. The device was tested and confirmed to be performing to manufacturer specifications. The top cover was returned and upon receipt at our post market quality assurance laboratory, the part was thoroughly analyzed. Visual analysis identified the enclosure was very dirty. The monitor flipped up and down and held in place. The front and back lids were in place and were able to open and close without any issues. The device displays 800 (system) error message was most likely due to an electrical overstress with the to cover (touchscreen and control board assembly) circuits. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, an error code 832 appeared on the console screen. The customer cleared the error code; however, the console did not shut down. The customer had to manually shut down the console and replaced the power cable. The console was rebooted. The error code still appeared and would not clear after rebooting the console. The procedure was not completed due to this event. There were no clinical consequences to the patient.